Event description:
It was reported during testing conducted prior to a procedure at the healthcare facility the device and an exposed wire. There was no surgical delay, medical intervention, adverse consequences or impact on the patient reported with this event.